Manufacturer narrative:
This report is related to report # 3004939290-2021-02245 as reported, the balloon of the two 6f-7f mynxgrip vascular closure device (vcd) ruptured. Therefore, a third mynxgrip vcd was used during the procedure successfully. There was no reported patient injury. The deployer was mynx certified. The device was stored according to the instructions. The device storage did not exceed 25°c. There were no anomalies noted prior to use. The mynx vcd was prepped according to the IFU instructions. There was no difficulty noted during prep. There was no reported resistance/friction advancing through the sheath. The provided syringe was used to inflate the balloon. The stopcock was locked after inflation. There was no unusual force applied when retracting the sheath. There was no presence of pvd/calcium in the vicinity of the puncture site. There was no scar tissue present near the puncture site. The device represented in 157856-1 was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open. The sealant and advancer tube remained in the manufacturing position. The procedural sheath was received separate from the device, and the syringe was not returned with the device. Per functional analysis, leak testing was performed on the balloon and revealed a leak. Per microscopic analysis, visual inspection under high magnification revealed a longitudinal tear in the balloon, approximately 2 mm from the balloon proximal neck. A product history record (phr) review of lot f2111602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The device represented in 157856-2 was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open. The sealant and advancer tube remained in the manufacturing position. The procedure sheath and the syringe were not returned with the device. Per functional analysis, a leak test was performed on the balloon and revealed a leak in the balloon. Per microscopic analysis, visual inspection under high magnification revealed a longitudinal tear in the balloon approximately 3 mm from the balloon proximal neck. A product history record (phr) review of lot f2111602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during the analysis of the returned devices. The cause of the balloon loss of pressure was a tear in both balloons. The exact cause of the tears could not be conclusively be determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use (IFU) which is not intended as a mitigation of risk, it instructs users to inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. It should be noted that if the balloon is rapidly inflated or air bubbles are not removed during prep, the excessive pressure might rupture the balloon without activating the pressure gauge. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the balloon of the two 6f-7f mynxgrip vascular closure device (vcd) ruptured. Therefore, a third mynxgrip vcd was used during the procedure successfully. There was no reported patient injury. The deployer was mynx certified. The device was stored according to the instructions. The device storage did not exceed 25°c. There were no anomalies noted prior to use. The mynx vcd was prepped according to the IFU instructions. There was no difficulty noted during prep. There was no reported resistance/friction advancing through the sheath. The provided syringe was used to inflate the balloon. The stopcock was locked after inflation. There was no unusual force applied when retracting the sheath. There was no presence of pvd/calcium in the vicinity of the puncture site. There was no scar tissue present near the puncture site. The devices will be returned for evaluation.